Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The customer's blood glucose levels were 40 mg/dl, 525 mg/dl, 325 mg/dl, 76 mg/dl, 72 mg/dl. Customer's blood glucose at the time of the call was 101 mg/dl. The customer treated low blood sugar by food and juice and treated high blood sugar by blousing with the insulin pump. Auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.